Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. The probable cause of the s233 malfunction alarm code was broken. This report represents all the information known by the reporter upon query by hospira personnel.